Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
Customer's mother reported multiple motor errors on customer's insulin pump. Customer's blood glucose was 290 mg/dl. She tried treating with the device, but it has a motor error. Customer has been high, over 300 mg/dl, but the last two days. Motor errors also occurred on (B)(6) 2014. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. In troubleshooting for high blood glucose, the drive support cap appeared normal. Insulin exited the tubing during a manual prime. Further troubleshooting was declined due to the device already being replaced for the motor error. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.